Manufacturer narrative:
The reporter indicated that a patient did undergo prodisc c removal on (B)(6) 2021 due to an infection in the prodisc c area as well as continued pain. The source of the infection and pain was not indicated and unknown. The type of infection was not indicated. Based on this information, a conservative assessment determined an MDR submission is required since surgical intervention and explantation of the device was performed. The date of implantation is unknown and not provided by the revising surgeon or reporter. Limited information about this patient's history was provided for the investigation. DHR review could not be completed as part and lot numbers were not provided. Complaint trending indicated the rate of complaints was acceptable and within specified probability of occurrence based on the risk assessment. The risk assessment identified multiple hazardous situations which may lead to infection and/or pain. There was no indication as to the source of infection or pain thus a specific hazardous situation could not be deduced. There is no indication of any new risks based on the information and investigation. No capas have been associated with this complaint type. No device was retrieved for evaluation per hospital policy. This submission is for 1 of 1 devices involved in the event.

Event description:
A patient received an unknown prodisc c implant on an unknown date. The patient developed and infection as well as continued pain. On (B)(6) 2021, the patient's infection was determined to require surgical intervention to remove the prodisc c device. On (B)(6) 2021, the prodisc c device was successfully removed and replaced with an unknown fusion device. The source of the infection and pain was unknown and/or not indicated by the reporter and surgeon.